Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft was implanted in a patient for the endovascular treatment of a 68mm abdominal aortic aneurysm. It was reported the patient had a short neck with tortuosity. Two non-mdt stent grafts limbs were also implanted on both sides. It was reported that a type ia endoleak was noted despite touch up being performed with a balloon. It was decided that an additional cuff could not be implanted and touch up was performed again. The endoleak decreased but still remained. It was decided to wait to see if the endoleak self-resolved. As per the physician, the cause of the event was due to the patient¿s short neck and severe tortuosity. No additional clinical sequelae were reported and the patient is being monitored.